Event description:
A hospital in (B)(6) reported via our distributor that an mr290 humidification chamber was discolured white where the chamber dome meets the base. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned and was visually inspected. Results: the visual inspection revealed a stress mark on the chamber dome, along the base. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the stress mark most likely occurred during the rolling of the base and was then not picked up by the operator during the visual inspection before packing. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. In addition, a visual inspection is performed after the port caps are assembled on to the chamber on the production line. Any product which fails this visual inspection is rejected the user instructions that accompany the mr290 state the following: -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."